Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial: (B)(4), description: artisan surgical lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason. No further course of action at this time.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to a structural spine issue that needed to be addressed. It was noted that stimulator was not helping his pain due to structural spine issue. Additional suspect medical device components involved in the event: model#: sc-4316 lot#: 16781141 description: next generation anchor kit-sterile model#: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason. No further course of action at this time.